Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was not completed because no serial number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump had an "inaccurate flow rate." They stated that the infusion usually "lasts a little over four hours," but that this infusion had finished in two and a half hours. They also stated that the pump lost it's program after they turned it off and back on. Mmdg followed up with the initial reporter and no adverse effects to the patient were reported, but no other information about the complaint was provided. (B)(4).